Manufacturer narrative:
Additional information: the physician intentionally deployed the stent. However, physician wanted to place the stent in a different spot. Physician was upset that he could not resheath and reposition the sheath even though the stent should not be resheathed/repositioned. No attempts were made to remove it and no deformation noted to the deployed stent. An additional stent was placed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one image was provided for evaluation. The image shows a piece of paper with the lot number of the devices used during the procedure on it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a medtronic visi-pro stent was used to treat a peripheral artery plaque lesion in the common iliac artery (right/left unknown) with pre-dilation using a terumo crosstella rx and post-dilation using a medtronic evercross. During the procedure, the physician deployed the stent in an incorrect spot and attempted to resheath it to reposition it, but the stent could not be resheathed because it was already deployed. A second medtronic visi-pro stent was then placed in the correct spot as an intervention. The initially deployed stent was left in the patient. Images were reported as available. No injury was reported.